Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported a patient with an anterior capsule tear that went posterior. A three piece intraocular lens was inserted. The surgeon noted being careful with hydrodissection and is not sure what caused the event.

Manufacturer narrative:
Based on quality assurance assessment, the product met specifications at the time of release. There are many potential clinical factors that could have contributed to the reported event; however, with no additional information, the reported event cannot be confirmed. The root cause cannot be determined conclusively. (B)(4).